Event description:
It was reported that the patient indicated their implantable neurostimulator (ins) had not been working for the past three years. The battery level of the ins was measured and found the ins had two years of battery life left. The ins was removed and the impedance of the implanted lead was measured. All impedances were within normal limits, but the lead was not providing adequate pain coverage. The lead and ins were replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-63, lot# unknown, product type: accessory. Product ID: neu_unknown _lead, lot# xr0083533n, product type: lead. (B)(4).